Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported an anterior capsule was ruptured during a cataract surgery. Laser portion was completed. Anterior capsule crack was noted to have occurred during manual cataract portion after laser was completed.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. There is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. The company service representative examined the system and was unable to confirm or replicate the reported event. No problem was found with the system. The system was then tested and met all product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).